Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Customer states that the seat upholstery is cracking in the front of the chair.